Event description:
In 2006, the patient was having difficulty getting the recharger to work. The recharger was reset and seemed to work better. The patient was getting good coupling, but the implantable neurostimulator (ins) battery level was not increasing. He was unable to reach a full charge. He was only able to reach a charge of 1/4. The patient was unable to get any coupling when using the recharger belt. The patient recharged by applying pressure on the antenna; however, the patient could only tolerate the pressure for 1-2 hours before the pain over the ins was so strong that he couldn't walk. The patient then stopped recharging and didn't reattempt again for a few hours. In 2008, the patient was only able to charge to 1/4 full. In four months later, the patient was continuing to have issues with recharging; the recharger was not showing advances in recharge levels. The patient was only able to charge up to 3/4 full when he charged for many hours (over 20 per patient). The patient usually got good coupling after awhile, when he repositioned and used pillows. He placed the recharger directly on his skin. The patient had worked with different people on the issue and even tried a different recharger without any improvement. The patient indicated both the recharger and patient programmer provided the same battery levels. Currently, they were trying to recharge and were not getting any coupling. They tried to interrogate the ins with the physician programmer, but only received a message that the ins was discharged; the battery was low. The patient last felt stimulation on approx three and a half months earlier; the patient experienced return of pain. The patient had not experienced a fall or trauma. The physician planned to have the ins replaced. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.